Manufacturer narrative:
(B)(4). On 01aug2018 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Customer reported via telephone call: the instrument broke during a septoplasty. No patient harm. Customer requesting info on life expectancy of instrument. On 02aug2018 additional information was communicated over the phone: 1. What was the procedure that was being performed? Septoplasty. 2. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? Yes, a piece of the instrument fell into the patient. 3. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Yes, an x-ray was taken to verify where the piece was located. 4. What was the patient¿s outcome? The piece was removed, and the patient is doing well. 5. Was the procedure completed as planned? The procedure was completed as planned. 6. Can you please send all parts of the instrument for evaluation? Yes. No further information available.

Event description:
Customer reported via telephone call: the instrument broke during a septoplasty. No patient harm. Customer requesting info on life expectancy of instrument. 02aug2018 additional information was communicated over the phone: what was the procedure that was being performed? Septoplasty. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? Yes, a piece of the instrument fell into the patient. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Yes, an x-ray was taken to verify where the piece was located. What was the patient¿s outcome? The piece was removed and the patient is doing well. Was the procedure completed as planned? The procedure was completed as planned. Can you please send all parts of the instrument for evaluation?

Manufacturer narrative:
Follow up (B)(6): the product was returned, and an evaluation was performed. The root cause of the reported issue is that the instrument has been reworked by an unauthorized 3rd party repair company. The diameter of the instrument was reduced by 50% (due to wrong grinding) which led to the breakage. There have been no issues identified with the material or manufacturing process.